Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified orthopedic surgery, it was observed that the electric pen drive device and console device would not engage when the ¿on¿ lever was pressed at times. It was reported that the devices were being used together. There were no delays in the surgical procedure as a spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device oscillated slowly. It was further observed that electronic control unit/electric motor were damaged. Therefore, the reported condition was confirmed. The assignable root cause of the type of damage was determined to be due wear on components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.